Manufacturer narrative:
Failure analysis noted that the pump passed the displacement, rewind, basic occlusion and prime compromised force sensor test. The insulin pump alarmed motor error, was stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted. The insulin pump was received with cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure and motor position encoder error alarm. The blood glucose at the time of the incident was 270 mg/dl. The customer states the drive support cap appears intact. The customer sates the insulin pump may have been exposed to x-ray machine at work. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.